Event description:
On sep-29-2021, intuitive surgical, inc. (Isi) received userfacility report (B)(4) stating: "during robotic-assisted laparoscopic hysterectomy with bilateral salpingo oophorectomy, the vessel tissue sealer blade fell out and required retrieval form the patient¿s abdomen and cessation of the use of this tissue sealer. Or team completed procedure and patient transferred to paci in stable condition. Device retrieved under normal circumstance during laparoscopic hysterectomy." Isi followed up with the initial reporter and obtained the following additional information: a vessel sealer extend was placed in port #2. The uterine arteries were coagulated and sized. The cardinal ligament was coagulated and incised. At this point, the bladder was completely mobilized from the upper vagina. At one point, a vessel sealer blade fell inside of the patient. The customer stated that the fragment was retrieved. No additional procedure was required and there was no injury to the patient. The patient has not returned to the hospital due to post-operative complications. The site has the instrument but they will not be returning it at this time. The customer stated that no further information is available at this time and if she will obtain additional information she will send me an email.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. A review of the site's complaint history does not show any additional complaints related to this product. No image or video clip for the reported event was submitted for review. Instrument log review of the product related to the complaint cannot be performed at this time because of insufficient product information. This complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, it was alleged that the vessel sealer extend blade fell out and required retrieval from the patient¿s abdomen and cessation of the use of the instrument. The fragment was retrieved during the same procedure with no patient injury. At this time it is unknown what caused the breakage to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur as unintended fragments falling into the patient may require surgical intervention.